Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/05/2014 with the following findings: the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank: the reported issue was confirmed. The pump case was removed, and the display screen was observed to be cracked; this device failure directly caused the reported issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.